Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 rf (radio frequency) head. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; device powered up with a system error. It was noted the speakers sounded scratchy.

Event description:
It was reported the screen locked up and after restart, it would not interrogate. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.